Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information received on 18-dec-2015: follow-up attempts were made with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her female neonate; who was exposed to essure (fallopian tube occlusion insert) in utero. The mother had amniotic fluid loss at 22 weeks of gestation and gave birth a few days later; the baby lived for almost 15 minutes. The reported event, regarded as a death of a premature baby, is unlisted according to essure's reference safety information. When essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus. In this particular case, a mechanical interference between essure and mother's pregnancy cannot be excluded, due to the gestational age at the time of the events. Since baby's death occurred as a consequence of maternal complications during pregnancy; causality with the suspect insert cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5056664) in united states on 23-oct-2015 which refers to a female neonate (<1m) who was exposed to essure (fallopian tube occlusion insert) in utero. The consumer reported two weeks after the essure insertion, she began to feel ill all the time and thought maybe she was having a reaction to the coils, so she went back to her doctor to be checked out and found out that she was 6 weeks pregnant. At (B)(6) weeks when she got up in the morning to go to the restroom, as she climbed over her husband, there was a loud, popping sound, like a balloon. She reported it felt weird in her stomach so she did not move; after a few seconds she got off the bed and immediately had water trickling down her legs. She panicked and went to the ER and was given a ferning test to see if she was leaking amniotic fluid and the test came back negative. She was sent home and was back again the next day, still leaking, another test, no ferning, and was sent home. She returned again 2 days later with cramping and fluid loss still, an ultrasound was performed and was found to have an amniotic level of 10, the normal is around 14. A cerclage was placed to try and save the pregnancy. An ultrasound 2 days later revealed that her fluid level had dropped to 4, and that her baby would not survive, and being in a (B)(6) hospital they would not remove the cerclage to perform a d&c and that was not what she wanted. She signed out and was admitted to another hospital, there the high risk team assessed her and decided to remove the cerclage and let her body do the rest. As she was having a procedure to remove the cerclage, which was one of the most traumatizing things she ever had to go through, the high risk doctor performing the procedure stopped abruptly and said the essure coil was in her vaginal tract, the coil had never implanted in fallopian tube and was floating around inside of her uterus her whole pregnancy. The consumer reported the coil had perforated the amniotic sac causing it to rupture and causing the loss of her baby. She was too far along to have the pregnancy removed so she had to deliver her on her own she gave birth to her on (B)(6)-2012 and she lived for almost 15 minutes. The mother' s case was reported under reference (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her female neonate; who was exposed to essure (fallopian tube occlusion insert) in utero. The mother had amniotic fluid loss at (B)(6) weeks of gestation and gave birth a few days later; the baby lived for almost 15 minutes. The reported event, regarded as a death of a premature baby, is unlisted according to essure's reference safety information. When essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus. In this particular case, a mechanical interference between essure and mother's pregnancy cannot be excluded, due to the gestational age at the time of the events. Since baby's death occurred as a consequence of maternal complications during pregnancy; causality with the suspect insert cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis and follow-up information are being sought.